Manufacturer narrative:
(B)(4).

Event description:
New information received notes that low, out of range, lead impedance was observed on the rv lead. No further information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage impedance was observed on the rv lead. Physician elected to make programming changes to the device and monitor the patient via merlin.net.